Manufacturer narrative:
(B)(4): the black box did not show loss of prime. The pump rewind, load and prime steps were done with no loss of prime. The force sensor calibration was within specifications. There was no defect found with the force sensor. Unrelated to this event, evaluation revealed the up and contrast buttons were intermittently unresponsive. There was contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was within specification with no defect found. Evaluation also revealed that the up and contrast buttons were intermittently unresponsive and there was contamination found under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.